Event description:
The user facility reported that during unboxing the device sterile packaging was found to be unsealed, posing the risk of exposure to excessive pathogens. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that during unboxing the device sterile packaging was found to be unsealed, posing the risk of exposure to excessive pathogens. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.